Event description:
It was reported that the customer experienced a low blood glucose event during sleep, with a nadir of 40 mg/dl lasting about one hour, shortly after beginning ilet use; a prior rise to 105 mg/dl occurred earlier in the night, and the customer treated with oral fast-acting carbohydrates and soda. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included temporary impact requiring self-treatment, without medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and education regarding hypoglycemia management and early adaptation of the automated insulin dosing algorithm. Investigation of this case revealed no device alarms and no device malfunction identified, and the event was considered consistent with hypoglycemia of unclear cause in the early learning phase of therapy. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.